Event description:
It was reported that the device failed to shock during use on a pt. Pt details were not reported. It was indicated that another defibrillator was made available and used to treat the pt; however, the pt was not resuscitated. The customer indicated that the reported device failure did not contribute to a worsening of the pt's condition. The reporter indicated that the second defibrillator was available and used without significant delay.

Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was confirmed during functional and performance testing. The device will be returned to the customer for use. The root cause of the reported failure was not determined.